Manufacturer narrative:
Continuation of d10: product ID: 8780, serial #: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-may-2019, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported the patient had the pump removed previously due to an infection and at that time, the catheter remained implanted. Now the catheter was infected, so the patient was admitted to the or (operating room) today due to the infection and a suspected csf (cerebrospinal fluid) leak and the catheter was removed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue.